Manufacturer narrative:
Manufacturing report pending. Upon receipt of the investigation summary, a medwatch 3500 supplemental report will be submitted.

Event description:
On the event date: lf fse reports that upon arrival for collimation alignment field size issue, it was noted in the physicist report that the r/min was 11.3 potential risk for injury.